Event description:
It was reported by consumer that a weld is broken on her t4 wheel chair and she can no longer sit in the chair. No additional information provided. Consumer states that the seat is wearing out where her thighs are. No additional information provided.